Manufacturer narrative:
B3: date of event estimated using date case was presented in an oral lecture at the 32nd annual meeting of the japan society of cardiovascular interventional therapeutics.

Event description:
It was reported that in-stent occlusion occurred. The patient was admitted to the hospital for clinical limb ischemia due to peripheral artery disease. This patient had undergone endovascular therapy (evt) for the right superficial femoral artery (sfa) twice. A 6.0 x 60mm non-boston scientific (bsc) stent was implanted in the right sfa mid lesion and a 7.0 x 40mm non-bsc stent was implanted in the sfa proximal lesion 2 years ago. Second evt was performed for the right sfa in-stent occlusion lesion. Thrombectomy and 6mm ballooning were performed by long inflation after distal protection. Intravascular ultrasound (ivus) showed a stent fracture and giant thrombus, so a 6x40mm eluvia stent was implanted in that lesion. Even after treatment, resting leg pain and delayed wound healing remained. Contrast-enhanced computed tomography (CT) angiography revealed total occlusion of the right sfa. Third evt was performed for right sfa re-occlusion with excimer laser atherectomy. Excimer laser atherectomy and thrombectomy were performed for right sfa re-occlusion after distal protection. 6mm ballooning was performed by long inflation. The postoperative ankle-brachial index improved from unmeasurable to 0.62. After this operation, drug treatment consisted of a single anti-platelet and directed oral anticoagulant. Excimer laser atherectomy was considered effective for stent occlusion.